Event description:
It was reported that the cartridge did not fit on the pump. Reportedly, there was an o-ring on the pneumatic tap and the cartridge o-ring was missing. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.